Event description:
The customer stated that she received back to back blood glucose readings of 78 mg/dl and 38 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer also stated that her blood glucose readings have been lower than usual. The customer had been taking less insulin due to glucose readings of 56 and 53 mg/dl. The customer did not allege any adverse events due to the erratic and low readings. The strips are to be returned for evaluation, and replacement strips will be sent.